Manufacturer narrative:
The lot number was not provided: therefore, the device history records could not be reviewed. The investigation is currently underway. The information represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or willing to provide any further patient product or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon would not inflate due to a leak observed on a portion of the catheter shaft that was located outside the patients body. There were no reported retraction issues. Another pta balloon was prepped and exchanged to successfully complete the procedure. There was no reported patient injury.